Event description:
Boston scientific received information that during a procedure to implant this right ventricular defibrillation lead in an apical position, this lead perforated. The patient had dysplasia and a right ventricular apical aneurism. The physician got the lead in the apical position and got numbers, but as it was screwed in, the coils looked like they were inch-worming with every heart beat. Although the numbers were good, this didn't look right, so the physician pulled it out. The physician thinks he put the lead into the aneurism, and when he pulled the lead out, the aneurism ruptured. The physician said that he believed this was due to patient anatomy, and not to the lead. He decided to implant the lead in a different location, and so he needed a longer lead. A longer lead was successfully implanted. The patient was stable after the procedure. They did a pericardialcentesis the following morning and the patient was fine. He did not develop tamponade. The lead that perforated the patient's heart was returned for analysis.

Manufacturer narrative:
Upon receipt, this lead was thoroughly analyzed. The helix was able to fully extend. This lead met specifications.